Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that during a laparoscopy the sealing rings on two devices were not preventing water from coming up and leaking through the device. Another device was used to complete the procedure. There was no pt injury. The devices were reported to be discarded.